Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed mid:14 (bg power supply) error message was confirmed based on the review of the event logs and during functional testing. During the functional testing, the console displayed the mid:14 once, cleared upon restarting, and was not reproduced during testing. No malfunctions were noted that could contribute to the reported mid:14 error message. Therefore, the root cause of the intermittent mid:14 was not conclusively determined. The reported error message was not duplicated during the investigation and the console functions as intended. The event logs were reviewed and confirmed the occurrence of the mid:14 error message, thus confirming the reported complaint. During the testing, it was observed a single instance of the mid:14 error message, however, the error was cleared and could not be reproduced during further functional testing. In addition, the console was checked for loose wiring connection, however, no burned or disconnected cables were observed. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and (B)(6).

Event description:
During the device setup for patient use, the thermogard console (sn (B)(6)) displayed a mid:14 (bg power supply) message. The console was power cycled and the error message was cleared and the device start working without any issues. The following day, the console displayed a mid:14 message again. The use of the device was terminated and the therapy continued with another console. No consequences or impact to the patient. Per the reporter, since the last incident, the thermogard console (sn (B)(6) ) has been used by the customer without any issues.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.